Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd q-syte extension sets 15 cm (6 in) 0.34 ml micro bore had a loose connection. The following information was provided by the initial reporter: "in this children (infant) unit they have used q-syte with extension set several years without complaint. Now they realized two times in infants head when finding extension set to give some medication, that q-syte part has left apart from the set. This complaint have been in the hospitals own system for whole summer and just today we came aware of this. The same lot does not exist any more."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9175187. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd q-syte extension sets 15 cm (6 in) 0.34 ml micro bore had a loose connection. The following information was provided by the initial reporter: "in this children (infant) unit they have used q-syte with extension set several years without complaint. Now they realized two times in infants head when finding extension set to give some medication, that q-syte part has left apart from the set. This complaint have been in the hospitals own system for whole summer and just today we came aware of this. The same lot does not exist any more."